Event description:
Treatment of a left unruptured ophthalmic saccular aneurysm measuring 9mm x 5mm in size. During the procedure, it was reported that two pipelines would not open despite wagging and other maneuvers; therefore, the devices were removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00609.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found to be fully open; therefore, the event cause could not be determined. (B)(4).